Manufacturer narrative:
The insulin pump was received with intermittent button response due to corrodedkeypad traces. No numbers ramping up noted. Device had normal operating currents and no unexpected off no power, low battery, weak battery or battery out limit alarms noted. The device had cracked display window corner,scratched lcd window, cracked battery tube threads, broken belt clipslot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 240 mg/dl. Troubleshooting was performed. The device was returned for analysis.